Event description:
Per voluntary medwatch report # mw5003447: a consumer reported her daughter's eye (not specified) was swollen and almost shut upon awakening one morning after using this product. She stated, her daughter was diagnosed by an eye physician with a "corneal ulcer" in one eye and treated with eye drops (unspecified); both eyes were red and light sensitive. The daughter discontinued contact lens wear (acuvue) for about a month. The consumer indicated her daughter had previously used another formulation of the product without difficulty. She switched back to the previous product and her eyes cleared up. In addition, the consumer reported her husband had the same experience at the same time as her daughter and was using the same contact lenses and product. After switching back to the previous product, his eyes cleared up. Consumer stated, she purchased product in a double box for both husband and daughter. Consumer identification info was not released. MDR# 1610287-2007-00040 (daughter) MDR# 1610287-2007-00041 (husband).

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Product history could not be reviewed because, reporter has not provided lot number or any identification traceable to the mfg documentation.